Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the helium fill manifold. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing dept. Received part fill manifold assembly with a reported unit failure of fill manifold test failed. The fat dept. Performed a visual inspection of the part and found that the fill manifold was disassembled and missing parts. Due to the incomplete assembly the fat dept. Cannot investigate the complaint any further. The failure analysis and testing department are unable to verify the failure of the fill manifold test failed. Retaining the part in the fat department per procedure 0002-07-008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during an unrelated service, the cardiosave intra-aortic balloon pump (iabp) fill manifold test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)